Event description:
It was reported by the customer that patient interface had suction loss during laser firing. There was no patient injury or surgical intervention reported. The procedure was completed successfully.

Manufacturer narrative:
Age: unknown/ not provided. Sex: unknown/ not provided. Weight: unknown/ not provided ethnicity: unknown/ not provided. Device evaluation: the device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned device did not reveal any damage to the components and all parts were assembled correctly. Suction test was performed, and all results were found within specifications. The reported event cannot be confirmed. Manufacturing record review: all devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.